Event description:
It was reported that the ventricular assist device (vad) exhibited a low flow alarm and vad stop. It was also reported that the controller exhibited multiple electrical fault alarms and multiple losses of power. The vad and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2020 / serial#: (B)(4) UDI#: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-mar-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a07, a0708 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d1: heartware ventricular assist system ¿ (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6), one (1) controller (B)(6), and four (4) batteries (B)(6) were not returned for evaluation. No performance allegations were made against the batteries. Review of the manufacturing documentation confirmed that the pump and controller met all requirements for release. Review of the log files revealed several reactivation events logged between (B)(6) 2023 and (B)(6) 2023 and two (2) electrical fault alarms logged on (B)(6) 2023 at 18:59:02 and on (B)(6) 2023 at 21:29:21, indicating open phases in the front stator, resulting in single stator operation. Additionally, log files revealed one (1) low flow alarm was logged on (B)(6) 2023. Review of the event log file revealed three (3) controller power up events with associated pump start events logged on (B)(6) 2023 at 00:22:33, on (B)(6) 2023 at 03:14:17 and on (B)(6) 2023 at 04:26:20. The power sources connected before and after the loss of power events could not be determined since data log files covering the reported event were not available for analysis. The controller was without power for 13 seconds, 8 seconds, and 11 seconds, respectively. It is likely that the loss of power is related to the vad stop event. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarms and observed reactivation events can be attributed, but not limited, to a marginal driveline connection and/or contamination by foreign material of the driveline connector. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.